Manufacturer narrative:
Implant date was not reported and was approximated to (B)(6) 2020.

Event description:
It was reported that in-stent thrombotic occlusion occurred. A 6mm x 80mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the left superficial femoral artery (sfa) to treat peripheral artery disease. The 100% stenosed target lesion was mildly calcified and located in mildly tortuous anatomy. The stent was placed in the mid left sfa in (B)(6) 2020. On (B)(6) 2021, re-treatment was performed due to thrombotic occlusion. A non-boston scientific drug-eluting stent was placed in the upper portion of the eluvia. The procedure was completed.